Manufacturer narrative:
The consumer reported that they lots parts of 4 teeth with metal fillings. Date of event is approximate.

Event description:
The consumer reported that they lost parts of 4 teeth (right lower wisdom tooth, lower right molar, top left molar and lower left wisdom tooth) with metal fillings.

Manufacturer narrative:
The product model was identified. Analysis results: product was not returned to confirm a malfunction has occurred.